Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act button was not responding and was not able to clear battery out limit alarm. Customer's blood glucose was 180 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with currents within specifications. No unexpected battery out limit alarms noted. The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.